Event description:
It was reported that this right atrial (ra) lead was pulled back, but not dislodged. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was pulled back but not dislodged. This ra lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead was returned. Additional information was received and indicated that this right atrial (ra) lead pulled back and was confirmed by x ray.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was pulled back but not dislodged. This ra lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead was returned. Additional information was received and indicated that this right atrial (ra) lead pulled back and was confirmed by x ray.